Event description:
Have used insulin pump for over 10 years. Used medtronic bd paradigm link blood glucose monitor which "talks" to medtronic paradigm 512 insulin pump. Pump has a "bolus wizard" feature which calculates amount of insulin required to lower blood sugar to desired goals. The bg monitor read 425, although fasting. Pt assumed they had a "big" dawn phenomonen jump. Pt bolused the recommended 7 units of insulin. One and one half hours later their bd glucose monitor read 476, pt wondered what the heck? Meantime, hosp tested on their meter and it was 173. Tested again with same blood drop, their bd meter said 475 and hosp said 167. Pt decided that figure (170 ish) was ok for the brief procedure and pt would call medtronic later about the meter reading problem. Pt was in hosp, for a spinal epidural for back problems. A 5 minute procedure requiring light anesthesia. This was their third time so pt knew what to expect. Usually, pt is on the way home within an hour and a half of when pt arrives. This time their family member was called in and told pt will be coming out of it in a few minutes. An hour later pt was still concerned unconscious.